Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was around 40 mg/dl. Customer has had a few low blood glucose levels and believes their basal rates may need to be adjusted. Customer advised their blood glucose compared to their sugar glucose was off by about 50 points. Customer also was getting a lost sensor message, calibration error and a change sensor message. Customer calibrated a minimum of 5 times a day and was told to only do 3 to 4 per day. Customer declined to speak to the 24 hour help line.